Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, a trapezoid basket was used to remove a gallstone. However, the handle cannula separated from the handle so the basket could not be used to capture a gallstone. The device was removed without difficulty and another trapezoid basket was used to complete the procedure. There were no patient complications as a result of this event. The patientss condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
Block h6: problem code 1069 captures the reportable event of handle cannula break. Block h10: visual inspection of the returned device found the handle cannula was pulled out of the finger ring portion of the handle assembly and was moved inside the coil assembly. In order to inspect the handle cannula, the coil was cut. Only one dimple from the screw was slightly visible at the proximal section. The distal and proximal screw depth was measured and found to be out of specification. The investigation concluded that the reported handle cannula break may be related to the screw depth, as the screws provide a grip of the handle cannula during the procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A review of the device manufacturing processes confirmed that this device could not have been released to distribution with the screw depth out of specification. The investigation could not determine if the out of specification screw depth occurred due to manipulation during the procedure; therefore, the most probable cause of the event could not be determined. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, a trapezoid basket was used to remove a gallstone. However, the handle cannula separated from the handle so the basket could not be used to capture a gallstone. The device was removed without difficulty and another trapezoid basket was used to complete the procedure. There were no patient complications as a result of this event. The patients condition at the conclusion of the procedure was reported to be okay.